Manufacturer narrative:
This device was received, evaluated, and retained by this manufacturer. The engineering evaluation revealed a burst in the balloon located 100 millimeters from the distal tip. The catheter shaft was pinched at the strain relief and a kink was located 120 millimeters from the distal tip. The device displayed characteristics consistent with exertion against resistance, a pinched and kinked catheter shaft. Co's follow up revealed this device was being used in a hemodialysis fistuala graft dilatation procedure. Co beleives these factors may have contributed to this event.

Event description:
It was reported a balloon ruptured on the second inflation between ten and twelve atmospheres during a hemodialysis fistula graft dilatation procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. This device is currently being evaluated by this MFR. Upon completion of the evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. The co's directions for use state: "do not exceed the normal pressure printed on the product label.. Never manipulate the catheter with the balloon inflated... The integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."